Manufacturer narrative:
Section h10: (h3) upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. Implantation of a total joint could result pain, infection, dislocation, or loosening of total joint hardware. The most likely cause of the reported event is the patient conditions.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 5 months post op the initial left tka, this 76 y/o male patient was revised due to infection. All implants were removed and revised. Patient was last known to be in stable condition following the event. No other patient information/medical history provided. Devices are not returning, disposed of by hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, d4 (remove all), g4 remove - 501k unknown, h4 (remove- date unknown), h6 type of investigation and investigation conclusion codes. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. Implantation of a total joint could result pain, infection, dislocation, or loosening of total joint hardware. The most likely cause of the reported event is the patient conditions. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.